Manufacturer narrative:
The covidien field service engineer replaced the power switch and the actuator switch. This resolved the reported issue. (B)(4).

Event description:
On (B)(6) 2014, an intensive care unit (ICU) nurse discovered an 840 ventilator experienced an alarm which caused the device to lose power while connected to a patient. The patient was removed from the device and placed on an alternate ventilator. There was no report of patient injury or harm as a result of the event.